Event description:
On 06/11/2025, a sales representative reported via email that an ar-8954ml-s calcaneal fracture percutaneous plate (from loaner order (B)(4), set rar-8950s-02, serial number (B)(6) was selected for use. However, the surgeon was unable to engage any locking screws with the plate. The issue could not be resolved despite multiple attempts, and the plate was deemed unusable. The case was completed by opening another ar-8954ml-s calcaneal fracture percutaneous plate from another set, and it functioned without issue. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested on 06/24/2025.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data arthrex concluded that the most likely cause of the reported failure was user error, including improper bone preparation or misalignment during screw insertion. The complaint allegation is confirmed based on the customer's attached picture, which shows a plate with damage to the screw holes.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
Additional information was received on 07/02/2025: this was discovered during a calcaneus fracture procedure on (B)(6) 2025. The same screws that failed to lock into the original ar-8954ml-s calcaneal fracture percutaneous plate (from loaner order (B)(4), set rar-8950s-02, serial number (B)(6)) were used with the replacement ar-8954ml-s plate without issues. The procedure was delayed minimally due to swapping out plates, and no extra anesthesia was administered to the patient. No adverse effects on the patient were reported.